Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 2ml 23ga 1-1/4in bd (B)(4) experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the staff of general medicine, was using 2 ml syringe injection for patient on the morning of (B)(6) 2020 when she found the liquid leaked from plunger.